Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose. The blood glucose at the time of the incident was 348 mg/dl and current blood glucose was 400 mg/dl. Customer treated high blood glucose with the manual injection and insulin pump and declined troubleshooting for it. Customer got error message of searching for sensor signal on sensor. The device is expected to be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and performed visual inspection and found sensor with cannula broken, broken part is missing. Also found a hook at the tip of the insertion needle. See attachment file for details. Unable to confirm customer received sensor in said condition due to customer returned opened and used.